Event description:
The facility representative reported a flogard infusion pump with a door clamp issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "door clamp 1" was confirmed. Service determined that the cause was due to a damaged door latch. The device was returned unrepaired. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A follow-up report will be filed if any additional details become available.